Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/pain: pelvic') and postoperative wound infection ('wound infection post-op') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, seasonal allergy, diabetes, hyperlipidemia and perineal pain. Concomitant products included metformin since 12-sep-2017 for diabetes, simvastatin since 15-sep-2017 for hyperlipidemia, levothyroxine since 2011 for hypothyroidism, montelukast since 2005 for seasonal allergy as well as paracetamol (acetaminophen) since 1-jan-2014. In october 2012, the patient had essure inserted. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced postoperative wound infection (seriousness criterion medically significant), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), migraine ("migraine/headache"), arthralgia ("joint pain in knees") and tooth disorder ("dental issues"), was found to have weight increased ("excessive weight gain of 20-30 pounds") and underwent tooth extraction ("tooth extractions"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the postoperative wound infection, pelvic discomfort, weight increased, dyspareunia, abdominal pain, alopecia, rash, urticaria, migraine, arthralgia, tooth disorder, tooth extraction, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain, postoperative wound infection, rash, tooth disorder, tooth extraction, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Essure insertion date discrepancy noted. As per pfs, insertion date is (B)(6) 2014 as per mr, patient underwent laparoscopic bilateral salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement of coils and full occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record- pelvic pain and dyspareunia. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), wound infection post-op, depression, mental anguish were added. Term migraine was updated to migraine/headache. Reporters, demographics, lab data, concomitant medication were added. Event outcome of pelvic pain was updated to recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/pain: pelvic'), postoperative wound infection ('wound infection post-op') and genital haemorrhage ('bleeding: gen abnormal bleed') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, seasonal allergy, diabetes, hyperlipidemia and perineal pain. Concomitant products included metformin since (B)(6) 2017 for diabetes, simvastatin since (B)(6) 2017 for hyperlipidemia, levothyroxine since 2011 for hypothyroidism, montelukast since 2005 for seasonal allergy as well as paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury related to essure") and anxiety ("mental anguish/psych injury related to essure"). On (B)(6) 2017, the patient experienced postoperative wound infection (seriousness criterion medically significant), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), migraine ("migraine/headache"), arthralgia ("joint pain in knees"), tooth disorder ("dental issues"), vaginal discharge ("vag discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems uti"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and bladder disorder ("bladder problems"), was found to have weight increased ("excessive weight gain of 20-30 pounds") and underwent tooth extraction ("tooth extractions"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, urinary tract infection and metrorrhagia had resolved and the postoperative wound infection, pelvic discomfort, weight increased, alopecia, rash, urticaria, migraine, arthralgia, tooth disorder, tooth extraction, depression, anxiety and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic discomfort, pelvic pain, postoperative wound infection, rash, tooth disorder, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Essure insertion date discrepancy noted. As per pfs, insertion date is (B)(6) 2014 as per mr, patient underwent laparoscopic bilateral salpingectomy on (B)(6) 2017. Received treatment for pain: pelvic/abdominal, dyspareunia, bladder/urinary problems: vag discharge. Discrepancy noted essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement of coils and full occlusion. Imaging procedure - on (B)(6) 2014: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record- pelvic pain and dyspareunia. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events added : "dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), bladder/urinary problems uti, ". Outcome of events, ""dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), bladder/urinary problems uti, vaginal haemorrhage, menorrhagia" were changed to "recovered/resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/pain: pelvic'), postoperative wound infection ('wound infection post-op') and genital haemorrhage ('bleeding: gen abnorm bleed') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, seasonal allergy, diabetes, hyperlipidemia and perineal pain. Concomitant products included metformin since (B)(6) 2017 for diabetes, simvastatin since (B)(6) 2017 for hyperlipidemia, levothyroxine since 2011 for hypothyroidism, montelukast since 2005 for seasonal allergy as well as paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury related to essure") and anxiety ("mental anguish/psych injury related to essure"). On (B)(6) 2017, the patient experienced postoperative wound infection (seriousness criterion medically significant), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), migraine ("migraine/headache"), arthralgia ("joint pain in knees"), tooth disorder ("dental issues") and vaginal discharge ("vag discharge"), was found to have weight increased ("excessive weight gain of 20-30 pounds") and underwent tooth extraction ("tooth extractions"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and vaginal discharge had resolved and the postoperative wound infection, pelvic discomfort, weight increased, alopecia, rash, urticaria, migraine, arthralgia, tooth disorder, tooth extraction, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain, postoperative wound infection, rash, tooth disorder, tooth extraction, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Essure insertion date discrepancy noted. As per pfs, insertion date is (B)(6) 2014 as per mr, patient underwent laparoscopic bilateral salpingectomy on (B)(6) 2017. Received treatment for pain: pelvic/abdominal, dyspareunia, bladder/urinary problems: vag discharge. Discrepancy noted essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement of coils and full occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record- pelvic pain and dyspareunia. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. New events added: genital bleeding and vaginal discharge. Outcome of pelvic pain updated to resolved from resolving, outcome of abdominal pain and dyspareunia was updated to resolved from unknown. Date of essure insertion was updated. Consumer address was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/pain: pelvic') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, seasonal allergy, diabetes, hyperlipidemia and perineal pain. Concomitant products included metformin since (B)(6) 2017 for diabetes, simvastatin since (B)(6) 2017 for hyperlipidemia, levothyroxine since 2011 for hypothyroidism, montelukast since 2005 for seasonal allergy as well as paracetamol (acetaminophen) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced postoperative wound infection ("wound infection post-op"), 3 years 1 month after insertion and 1 month 9 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: gen abnorm bleed"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), migraine ("migraine/headache"), arthralgia ("joint pain in knees"), tooth disorder ("dental issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury related to essure"), anxiety ("mental anguish/psych injury related to essure"), vaginal discharge ("vag discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems uti"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and bladder disorder ("bladder problems"), was found to have weight increased ("excessive weight gain of 20-30 pounds") and underwent tooth extraction ("tooth extractions"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, urinary tract infection and metrorrhagia had resolved and the postoperative wound infection, pelvic discomfort, weight increased, alopecia, rash, urticaria, migraine, arthralgia, tooth disorder, tooth extraction, depression, anxiety and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic discomfort, pelvic pain, postoperative wound infection, rash, tooth disorder, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-number of coils visible right 2 ,left 3 plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Essure insertion date discrepancy noted. As per pfs, insertion date is (B)(6) 2014. As per mr, patient underwent laparoscopic bilateral salpingectomy on (B)(6) 2017. Received treatment for pain: pelvic/abdominal, dyspareunia, bladder/urinary problems: vag discharge. Discrepancy noted essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices, no evidence of contrast material distal to the essure devices. No evidence of spill of contrast into the peritoneal cavity to suggest patency of the fallopian tubes; on (B)(6) 2014: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record- pelvic pain and dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/pain: pelvic') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, seasonal allergy, diabetes, hyperlipidemia and perineal pain. Concomitant products included metformin since (B)(6) 2017 for diabetes, simvastatin since (B)(6) 2017 for hyperlipidemia, levothyroxine since 2011 for hypothyroidism, montelukast since 2005 for seasonal allergy as well as paracetamol (acetaminophen) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced postoperative wound infection ("wound infection post-op"), 3 years 1 month after insertion and 1 month 9 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: gen abnorm bleed"), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), migraine ("migraine/headache"), arthralgia ("joint pain in knees"), tooth disorder ("dental issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury related to essure"), anxiety ("mental anguish/psych injury related to essure"), vaginal discharge ("vag discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems uti"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and bladder disorder ("bladder problems"), was found to have weight increased ("excessive weight gain of 20-30 pounds") and underwent tooth extraction ("tooth extractions"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, urinary tract infection and metrorrhagia had resolved and the postoperative wound infection, pelvic discomfort, weight increased, alopecia, rash, urticaria, migraine, arthralgia, tooth disorder, tooth extraction, depression, anxiety and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic discomfort, pelvic pain, postoperative wound infection, rash, tooth disorder, tooth extraction, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-number of coils visible right 2 ,left 3 plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Essure insertion date discrepancy noted. As per pfs, insertion date is (B)(6) 2014 as per mr, patient underwent laparoscopic bilateral salpingectomy on (B)(6) 2017. Received treatment for pain: pelvic/abdominal, dyspareunia, bladder/urinary problems: vag discharge. Discrepancy noted essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices, no evidence of contrast material distal to the essure devices. No evidence of spill of contrast into the peritoneal cavity to suggest patency of the fallopian tubes; on (B)(6) 2014: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record- pelvic pain and dyspareunia. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.medical records received- new reporter, lab data, insertion details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe pain") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), weight increased ("excessive weight gain of 20-30 pounds"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), headache ("headaches"), migraine ("migraine"), arthralgia ("jjoint pain in knees"), tooth disorder ("dental issues") and tooth extraction ("tooth extractions"). The patient was treated with surgery (salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, weight increased, dyspareunia, abdominal pain, alopecia, rash, urticaria, headache, migraine, arthralgia, tooth disorder and tooth extraction outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dyspareunia, headache, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, tooth extraction, urticaria and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement of coils and full occlusion further company follow-up with the lawyer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.